Manufacturer narrative:
The referenced driveline exit site infection on 07oct2014 and pump exchange on 02sep2018 were reported by the manufacturer under 2916596-2018-04384 and 2916596-2018-04170, respectively. Approximate age of device - 6 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad). On (B)(6) 2014, the patient developed a (B)(6) driveline exit site infection that was treated on chronic suppressive antibiotics. During a pump exchange procedure for an unrelated issue on (B)(6) 2018, the patient was found to have fungal infection.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Driveline, local, and pump pocket infection are listed in the heartmate ii instruction for use as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information was provided. The manufacturer is closing the file on this event.